Event description:
I have mcghan 468 biocell textured breast implants that were recalled in july of 2019, lot 565710, sn (B)(4). Inflammation and pain around breast and pain in joints autoimmune disorders caused by these breast implants. FDA safety report ID # (B)(4).